Event description:
It was reported that testing shows a fluctuating device malfunction. On testing the device several times, the device may work for 1-2 days.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.